Event description:
Additional information was received. The patient reported that she had not felt stimulation since she had the procedure. The patient believes she can not feel stimulation properly because, the leads may have moved. The patient switched to the left side on her own on (B)(6) 2020, but could not feel stimulation. The patient increased stimulation and stated she felt stimulation now but, it is painful so, so patient was advised to decrease the stimulation to a comfortable level. The patient is now on the left lead and increased the stimulation from 0.2 to 1.4 volts. Patient stated that she believes that she could get more relief if her leads were in the correct location. The manufacturer representative stated that the patient felt stimulation in the correct place initially. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3057, lot# 306001 , product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Concomitant medical products: references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2020. It was reported that the procedure was the most painful thing the patient had ever done. They questioned if the leads had moved because they were feeling stimulation at the incision site, not the bicycle seat area. They were advised to adjust decrease stimulation until they no longer felt it at the site. They were worried they wouldn't receive therapeutic benefit then, information was reviewed. It was noted they had some bandages to change because theirs were covered in blood. The issue was not resolved at the time of the report. Additional information was received. Patient stated they still had some pain at the incision site and there was still blood on their bandage.